Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6fr sheath after a diagnostic procedure. Reportedly, when the plunger was removed, no suture was attached. A second proglide device was used with the same results. A third proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report number.